Manufacturer narrative:
Visual inspection was performed as part of the material analysis report (mar). The report concluded that the jaws of the cable tensioners were corroding. The internal surfaces exhibited significant amounts of iron oxide. No material or manufacturing defects were observed on the surfaces examined. A further visual analysis noted that imprinted on the handle of the device was the warning "clean and lube after each use". The event was confirmed. The reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other similar events reported for this manufacturing lot. The investigation concluded that the inability of the dall miles cable tensioner to grasp the cable was caused by corrosion. A material analysis report concluded that no material or manufacturing defects were observed on the surfaces examined.

Event description:
It was reported that three tensioners would not lock onto the cable.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that three tensioners would not lock onto the cable.